Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that she has had no delivery with current set inserted. The customer was treated with bolus and delivered 2.5 units. The customer will continue to monitor and will call back when she is able to troubleshoot.